Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 30 mmol/l with symptoms of nausea, excessive urination, and increased thirst associated with an allegation of an insulin delivery issue. The pump was reviewed and confirmed that the pump settings were correctly programmed, the basal deliveries correctly reflected programmed rates and matched the total daily dose delivery, and the bolus deliveries were shown as programmed and the boluses matched the total daily dose history. The reporter indicated that the pump basal rates were changed related to the event. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of inaccurate delivery.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.